Event description:
It has been reported to philips that the tempus pro device is not working and is intermittently turning on and off. The fault was noticed during the daily check. No patient or user harmed. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.